Event description:
"Situation: 3-0 suture needle disconnected off during last stitch of repair. Cnm was performing the last stitch and when she pulled through the needle was gone. Background: 1st degree laceration repair requiring suture. Assessment: cnm examined patient, bed, floor, biohazard bags, gowns, ppe, throughout entire room and needle was not found. Recommendation: ordered x-ray awaiting results. Lot# tlmshh #7 and 8".